Event description:
The dr had difficulty removing the iab from the pt. The tip turned over. No blood was noted. As a result of the event, the iab was surgically removed. The following was rpt'd to co on 7/29/97: the iab was resistant to percutaneous removal. The iab was removed by the cv surgeon. In addition, a thrombectomy was performed to restore circulation to the pt leg. The pt tolerated the procedure well and was taken back to the heart unit in improved condition. Event complications: entrapped/surgically removed - rpt'd 7/11/97, 7/29/97. Pt current status: unk - rpt'd 7/11, 7/29/97.

Manufacturer narrative:
Evaluation: a partial iab, consisting of the balloon membrane and 1" of attached catheter tubing, was returned for evaluation with blood noted on the exterior of the iab. Visual examination revealed the entire length of inner lumen within the membrane to be severely kinked and elongated. The membrane at the proximal taper was observed to be stretched. Underwater leak testing revealed no leaks in the membrane even though the balloon interior was positive for occult blood. It was not possible to leak test the inner lumen due to its poor condition. It was not possible to pump the iab on the laboratory system 90 due to the condition of the balloon membrane. The sheath used with the iab was not returned. Probable cause of difficulty: it was rpt'd that difficulty was encountered removing the device from the pt yet no was found in the iab to account for this encountered problem. The condition of the returned iab (stretched membrane, elongated and kinked inner lumen) is consistent with that of an iab in which difficulty was encountered during removal along with the associated pt injury. Although conjectural, it is possible that the pt anatomy contributed to the rpt'd difficulty or that the membrane became "bunched" against the sheath when the attempt was made to remove the device from the pt artery. This membrane "bunching" could have contributed to the rpt'd problem.